Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. 4 pads connected 2 l/m water flow rate (wfr). Patient temperature (pt) was 35c, targeted temperature (tt) was 37c, water temperature (wt) was 24c, water flow rate (wfr) was 2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 13.8c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2722.2 and pump hours were 1571.4. Walked through stop therapy and empty pads. Drained 16 ounces of water from right drain port. Restarted therapy and advised would call back in 30 minutes to check on water temperature (wt). Called back 30 minutes later and water temperature (wt) had decreased to 22.1c rather than increasing. Nurse did not have some minor leaking from back grate of the device. Advised to go ahead and swap out to alternate device. Send this one to biomed for evaluation labeled 113. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). 4 pads connected 2 l/m water flow rate (wfr). Patient temperature (pt) was 35c, targeted temperature (tt) was 37c, water temperature (wt) was 24c, water flow rate (wfr) was 2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 13.8c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2722.2 and pump hours were 1571.4. Walked through stop therapy and empty pads. Drained 16 ounces of water from right drain port. Restarted therapy and advised would call back in 30 minutes to check on water temperature (wt). Called back 30 minutes later and water temperature (wt) had decreased to 22.1c rather than increasing. Nurse did not have some minor leaking from back grate of the device. Advised to go ahead and swap out to alternate device. Send this one to biomed for evaluation labeled 113.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). 4 pads connected 2 l/m water flow rate (wfr). Patient temperature (pt) was 35c, targeted temperature (tt) was 37c, water temperature (wt) was 24c, water flow rate (wfr) was 2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 13.8c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2722.2 and pump hours were 1571.4. Walked through stop therapy and empty pads. Drained 16 ounces of water from right drain port. Restarted therapy and advised would call back in 30 minutes to check on water temperature (wt). Called back 30 minutes later and water temperature (wt) had decreased to 22.1c rather than increasing. Nurse did not have some minor leaking from back grate of the device. Advised to go ahead and swap out to alternate device. Send this one to biomed for evaluation labeled 113.